Event description:
It was reported that ventilator experienced pressure problems. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that ventilator experienced pressure problems. Our field service engineer (fse) investigated the ventilator on site. The fse solved the issue by replacing the nozzle unit. Also, the air gas module filter was found unusually dirty and was also replaced. The device logs were not received. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: # (B)(4)